Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced patient made mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was patient made mistake/touch contamination. On (B)(6) 2011, the patient was hospitalized. Treatment was not reported. On an unreported date in 2011, the patient recovered from the peritonitis. The outcome for patient made mistake/touch contamination was not reported. On (B)(6) 2011, the patient was discharged. Dianeal therapy was ongoing. Concomitant medications were not reported. An opinion of causality was not reported for the patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: gd885285 and gd884452 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.